Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was failed an ECG fall off test. The cause for the failure was isolated to an open (+5v) wire in the cable connecting the ECG "c" and ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages.